Event description:
The health care professional (hcp) reported that the pt had several falls and was not getting good therapeutic results. Impedances were checked and found to be >2000 ohms on all or some of the unipolar pairs. The stimulator was reprogrammed and the pt appeared to be getting better results. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available. See manufacturer's report #3004209178-2008-04318.